Event description:
The surgeon reported that the aa4204vf plate silicone lens was inserted into the eye. Upon rotating the lens the capsule tore. Surgeon reported that the bag may have been too small for the lens causing the capsular bag to tear. The incision was enlarged to removed the lens. No vitreous encountered. Surgery was completed using another lens. The pt's pre-op best corrected visual acuity 20/100-175 8.